Event description:
According to the reporter, during a t10 - ilium revision procedure of old hardware (not synthes) to new hardware. The surgeon used the 03.611.101 2.5mm hex driver - male, the tip broke off of the driver, the tip was retrieved and the account discarded the tip. Other instruments were used to complete the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records indicates there were no anomalies which could have caused or contributed to this complaint. Visual evaluation noted the hex tip of the returned instrument is broken off and was not returned. The investigation determined that the tip of the instrument can twist, strip and/or break if undergoes excessive torque and off-axis loading.